Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event and subsequently expired, which is alleged to have been caused by the product administered to the patient while receiving dialysis treatment.